Event description:
On (B)(6) 2011, an event was reported to cormatrix cardiovascular involving a failed pulmonary artery reconstruction using the cormatrix ecm for cardiac tissue repair. The cormatrix ecm was used on a pediatric patient in a right ventricular outflow tract procedure to patch the left pulmonary artery. The ecm was cut down to 4mm in size and sutured to make a 120 degree turn. It was reported that a reoperation was required approximately one week later because the pulmonary artery reconstruction had "essentially collapsed." The curve to the left pulmonary artery was repaired using a homograft.